Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure, the 8mm monopolar curved scissors instrument got chipped from the blade.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: there was a small chip in the blade, however, no pieces were recovered and it is unable to confirm the time of break. No fragments fell inside the patient. There are no photos/videos for isi to evaluate but the instrument has been sent back. The issue was resolved with a new instrument. Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument and completed the device evaluation. The instrument was analyzed and was found to have blade damage at the tip of the blade. One of the blade edges was indented. As a consequence, one of blades demonstrate mechanical indentation, leading to complications for the scissors when closing. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.